Event description:
It was reported that the lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the steroid plug had slipped out and was visible when the helix was in the extended position. This may have been due to incorrect positioning of the steroid plug in the helix during manufacturing. The displaced steroid plug may have prevented proper fixation of the helix into the heart wall, which could cause dislodgement of the lead.